Manufacturer narrative:
Patient weight and gender were unavailable from the site. Analysis found that the biopsy needle was not in line with the trajectory. The software investigation found that the reported event was related to a user issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a cranial biopsy procedure. It was reported that the site was unable to see the biopsy needle during the procedure. After unlocking the trajectory, the site were able to see the biopsy needle and reset the trajectory. The surgery was completed with a 5 minute delay and no patient impact.